Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to clinic with symptoms of feeling light headed. Patient is pacemaker dependent. Intermittent capture was observed on the rv lead. Physician elected to cap the lead on (B)(6) 2016 and a new lead was successfully implanted. Patient is doing well and will be monitored with routine follow-up.